Event description:
It was reported to nova biomedical that a consumer received a result of 233 mg/dl on his blood glucose meter. The consumer administered 45 units of insulin and was scheduled to eat something to help offset that amount of insulin. The consumer admitted that he did not eat as intended and subsequently experienced a hypoglycemic event which required medical intervention with paramedics. The paramedics tested the consumer using the consumer's nova product and the result was 34 mg/dl. The consumer was treated with IV and transported to the hospital. During the call to customer support, the consumer admitted that she does not run regular control solution tests on his test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for eval.